Event description:
It was reported to philips that the live screen was not displayed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during planned /non-emergency coronary treatment procedure. The procedure was aborted and completed by using another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the live screen was not displayed. Upon troubleshooting with customer, the rse determined that the acquisition video was unavailable, so the rse performed a complete cold reboot, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that acquisition monitor would come on for a second and then go off. To resolve the reported issue, the fse replaced the monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.